Event description:
It was reported that the customer experienced a malfunction with their pump, specifically labeled as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which did not exhibit the same malfunction afterwards, and advised the caller to reach out again if the issue recurred. The customer understood the instructions and continued using the pump.